Event description:
Reported by the complainant as follows. Clinical nurse specialist in the specialist ICU called to report rectal necrosis with the use of fms. She states that the patient was admitted in 2008 for repair to a thoracic aortic aneurysm. Post-op diarrhea developed of an unknown etiology and the fms was inserted the next day and discontinued the following month, as the patient's stool became more formed. A second fms was inserted six days later, for diarrhea of an unknown etiology. The second fms was discontinued three days later, due to rectal bleeding. The patient had two units of packed red blood cells and two units of fresh frozen plasma. She advised no pertinent lab or radiological studies were performed. He had rectal repair surgery performed by trauma surgeon. She states that the surgeon noted two necrotic areas of the rectum which required rectal repair. She advised that the patient recovered well and has since been discharged.